Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that electrode 4 was out of range. It was noted that as the physician placed the lead he had to push in different stylets and bend the tip of the lead to try and place it. Multiple impedance checks showed electrode 4 was out of range so it was programmed around. The issue was resolved at the time of the report. No patient symptoms reported.